Manufacturer narrative:
Concomitant medical products: product ID: 8578; lot#: hg1fbvx05; implanted: (B)(6) 2017; explanted: (B)(6) 2020; product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: hg1fbvx05, ubd: 26-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving marcaine (unknown concentration at 2.084 mg/day), and dilaudid (unknown concentration at 1.0002 mg/day) via an implantable infusion pump. It was reported that the patient had surgery two weeks ago to change the catheter and move the pump. She stated there was a problem where, "medication was getting through but taking a long time." Her doctor would increase the medication to no change. She found a new doctor who did surgery and found that the catheter was kinked and, "never looked to be changed from her original pump." No patient symptoms were reported. No further complications were reported.